Event description:
Secondary line was started, primary bag lowered. Secondary bag flowed into primary bag instead of running through pump into patient. Once primary tubing was changed, secondary line ran correctly. The patient safety report stated: secondary infusion started. Primary bag was lower but secondary back flowed into primary. The pump was programmed for secondary, and lines were traced. After several attempts of adjusting bag and tubing, the primary line was changed. The secondary bag infused properly after primary line was changed. Manufacturer response for primary tubing, continu-flo solution set with duo-vent spike (per site reporter). I contacted baxter and talked to (B)(4) in compliance. He is sending me a shipping label to send back the product.